Event description:
The healthcare professional experienced difficulty accessing the center port of the pump while attempting to perform a pump refill. The reporter has filled the pump "many times" in the past. The plan was to re-attempt filling the pump the next day using fluoroscopic imaging. The reservoir volume was 3.3 mls with a daily flow rate of 0.533 mls. The pump drug was baclofen 2000 mcg/ml with a daily dose of 1065.6 mcg/day. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).